Event description:
The customer reported that during use on a patient, the internal paddle set failed to discharge. They switched to a different internal paddle set which also failed to discharge. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4): the customer reported that during use on a patient, the internal paddle set failed to discharge. They switched to a different internal paddle set which also failed to discharge. No adverse patient impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.